Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was unable to capture. The lead was capped and replaced. It was also reported that in response to the advisory noting the potential for internal device arcing during high-voltage charging, the cardiac resynchronization therapy defibrillator (crt-d) was prophylactically replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the crt-d was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was unable to capture. The lead was capped and replaced. It was also reported that in response to the advisory noting the potential for internal device arcing during high-voltage charging, the implantable cardioverter defibrillator (ICD) was prophylactically replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the ICD was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.